Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was oversensing noise and had decreased p-wave amplitude sensing. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing noise and decreased p-wave amplitude were not confirmed. A complete lead was returned in one piece for analysis. Visual, x-ray, and electrical testing were normal with no anomalies found.